Event description:
It was reported that during a left, external iliac artery stenting procedure, with an ipsilateral approach, an absolute pro stent delivery system (sds) was advanced and the reportedly, the sheath took longer then usual to retract, but it finally retracted to implant the stent successfully with good wall apposition. Upon implantation, the absolute pro stent was found short in length and did not cover the lesion as intended. Another absolute pro stent was used to cover the remaining lesion completely. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). A cine of the procedure was received and reviewed by an abbott clinical specialist. The reviewer concluded that the target vessel was significantly diseased resulting in compromised distal blood flow to the left lower leg and foot. Cine images confirmed the lack of sufficient length of the index stent and need for second stent placement to cover the lesion completely and improve distal blood flow. The images support the claim that additional intervention, the need for the second stent, was required to prevent permanent damage or impairment to the patient. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.